Manufacturer narrative:
The unit was returned to the manufacturing site for investigation. Inspection of the unit revealed the interlock rod missing. The MDR was filed following a retrospective review related to a 483 response.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
During testing at the manufacturing site, it was noted that the interlock system was not functional.